Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors. Dfu-0249-eo: if the tubing is disconnected from the pump, it must be replaced. Do not attempt to reconnect the tubing to the pump as it could lead to unreliable pressure. The complaint allegation could not be confirmed as the device was not received for investigation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, a distributor reported via (B)(4) that an ar-6485 synergy cw4 pump encountered pressure issues during shoulder surgery. While turning the pressure down to 20 mmhg and ensuring it was on the shoulder setting, they ran into high-pressure field-related issues. Support will troubleshoot to resolve the issue. No patient was affected.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was provided by the surgeon on (B)(6) 2025, where it was stated that this event occurred during a rotator cuff repair procedure. The pump was being used on the shoulder setting, however the pressure seemed very high. The pressures were dropped down to 20 mmhg, but the patient¿s shoulder was still swollen and water was forcefully coming out of the cannulas while going in and out during the procedure.